Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: is the device being returned for analysis? Is the tissue pad being returned with the device or was the tissue pad discarded? Was there any patient consequence? Did the tissue pad fall into the patient? If yes: how was the tissue pad retrieved? The tissue pad did not fall into the patient, there was no patient consequence. It is unknown if the device is being returned for analysis.

Event description:
It was reported that during a hysterectomy procedure, towards the end of the procedure the teflon part came off. Another like device was used to complete the procedure.